Event description:
Technician reported that the bed was found out of service in the bed shop and there were no reported injuries. The right foot caster did not hold when the brakes were engaged. Technician, adjusted the brake caster and the brakes functioned properly.